Event description:
Boston scientific received information that during an routine ablation procedure, unexpected right ventricular pacing inhibition occured for approximately six seconds during the second ablation burn. (The model and serial number of the right ventricular (rv) lead are unknown at this time) the procedure was completed without further pacing pauses and all measurements were within normal range. The device was reprogrammed and remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.